Manufacturer narrative:
Follow-up #1: date of submission 09/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: a cracked battery compartment was observed from the threads to the case seal left of the grip pad.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cracked battery compartment. There was no indication that the product caused or contributed to an adverse event. The pump was returned and investigated by product analysis on (B)(6) 2016; a cracked battery compartment was observed from the threads to the case seal left of the grip pad.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: a cracked battery compartment was observed from the threads to the case seal left of the grip pad.